Event description:
A call was received through technical services reporting noise on the lead. It was determined to be device related and the lead was reused. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other text: a call was received through technical services reporting noise on the lead. It was determined to be device related and the lead was reused. The device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Interference.